Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2009-(B)(6). (B)(4).

Event description:
Attorney alleged that in (B)(6) 2009, the patient's extremities were caused to convulse because of withdrawal from the baclofen pump. In (B)(6) 2009, it was discovered that the baclofen pump catheter originally implanted in the spinal column became dislodged. In (B)(6) 2009, the original baclofen pump was surgically removed and a new baclofen pump was implanted in the patient's abdomen and spinal column.